Manufacturer narrative:
The equipment investigation is still in progress. (B)(4).

Manufacturer narrative:
On april 4th, received additional information from bwi stating that the map shif was approximately 10 (ten) millimeters and that the problem appeared to be resolved by itself after 10 or 15 minutes. (B)(4). During an atrial fibrillation procedure, it was reported that there was a map shift without an error message displayed on the carto® 3 system. The field service engineer (fse) contacted clinical account specialist (cas) who mentioned that they noticed a shift in the catheter position compared to the map of approximately 15 mm. This was seen with the lasso in the right pulmonary vein. Also, the map catheter was able to move out of the structure on the map. Cas did not know if the fluoro arm was moved when the shift was noticed. Cas stated that mostly the customer does take the sid values in account and pays attention to the fluoro position. Cas suspects that the patient has moved, because the nurses noticed the patient was not at ease. When fse called they were still in the case. The catheter shift seems to have disappeared and it now all looked normal. No further reports of any issues on subsequent cases. The data related to the issue was sent to the device manufacturer (htc), but the investigation is impossible as provided recordings cannot be opened due to a corrupted zip. Recordings cannot be collected due to complaint age (deleted on the ws). Data on ftp has been deleted automatically by server. The root cause can't be determined based on the provided information. As the issue was not seen on subsequent cases and based on the limited information provided, the investigation will be closed as not duplicated. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. No anomalies were noted in manufacturing or service. The customer complaint was not confirmed.

Event description:
During an atrial fibrillation procedure, it was reported that there was a map shift without an error message displayed on the carto® 3 system. Multiple attempts have been made to obtain additional information on the event. However, no further information has been made available. Based on the current information, this complaint became reportable due to the potential risk that might have to the patient.